Event description:
Post cardiac arrest, patient was intubated and receiving sedative medication, including fentanyl. Nurse believes she programmed pump to infuse fentanyl at 5cc/hr but after an hour, she noticed that fentanyl bag was nearly empty.====================== manufacturer response for IV pump, alaris (per site reporter)======================they are reviewing pump information====================== manufacturer response for IV pump module, alaris pump (per site reporter)======================they are reviewing pump information to determine if pump error.